Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture. Device status is unknown.

Manufacturer narrative:
Visual analysis of the photographs identified: device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2022 visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. Observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Device has been explanted.